Event description:
It was reported that, "while md removed cone body, stem body separator collet broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.